Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The blood glucose was 299 mg/dl. The customer reported that the buttons were not working. Troubleshooting was performed. The customer was advised to discontinue use of the pump and to revert to back up plan per health care professional instructions until replacement arrives. No further detail given. The device will be returned for the analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up and down buttons due to unlocked lcd keypad connector.